Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior cuff was still loaded on the foot and the link still attached to the cuff. There was no needle strike mark on the foot. Based on the evidence found on the returned device, the posterior cuff was missed and the reported incident was confirmed. The suture will not be present during plunger withdrawal and can appear very similar to a suture break. The link was pulled from the anterior cuff which was a direct result of the posterior cuff miss. Because the posterior cuff remained in the foot, it caused the link to pull from the anterior cuff during plunger removal. During the investigation, a proxy plunger was reinserted to test the needle trajectory and the results were acceptable. A cuff-miss can be influenced by many factors including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. It was reported that the operator was not trained in the use of the proglide device which is a violation of the instructions for use. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician using the proglide device attempted arteriotomy closure of left common femoral artery after an interventional procedure. Reportedly, the stitch broke, the device did not deploy properly, there was no stitch on needle and a cuff miss occurred. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequale. Though requested, no additional information was provided.